Event description:
The manufacturer received a voluntary medwatch (mw5102746) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, "had been using dreamstation CPAP for about six months". "At first it was quite helpful; I felt better rested during the day". "About a month ago, I could sense toxic fumes in my airway and lungs which is likely from the sound abating foam due to the recall". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.